Manufacturer narrative:
(B)(4). The device involved in this complaint was not received by the manufacturer for evaluation at the time of this report. The device history record (DHR) of batch number 74h1800205 of ip-5041ns has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Functional test process of current production of smart concha no sterile ip-5041ns was reviewed, and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, and determine the source of defect reported, it is necessary to evaluate the sample involved. Root cause is undetermined. No corrective actions can be assigned at this time. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges the column was not filling with water during patient use. No patient injury or consequence was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) 780-18kit 780-18 circuit w/ column was received for investigation. A visual inspection was performed on the column. No visible damage was noted. The check valve discs in all three valves were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated. The returned column was connected to a 1650ml concha water bottle. Both upper and lower tubes were used to puncture the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to an 880-36kit dual limb,dual drain breathing circuit using a 10lpm flow. The concha smart neptune was turned on. The neptune settings were assigned as follows: 36 c temperature, invasive mode, full rainout. The neptune reached 36 c operating temperature within 10 minutes. The setup along with the universal operated without interruption for two hours. There were no discrepancies noted or recorded with the operation of the column as it relates to the heater or the breathing circuit. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges the column was not filling with water during patient use. No patient injury or consequence was report. Patient condition reported as fine.